Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 12 mg/dl at the time of the incident. The customer was at 350 m/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as disorientation and loss of bladder control. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The customer stopped using the pump after the low incident. The insulin pump will be returned for analysis.